Event description:
It was reported that the pump connector would not drive the pump when a partially filled cartridge was installed, while the connector functioned without a cartridge and then functioned normally after replacement with a new cartridge, indicating a cartridge-related connection or engagement issue. The user received troubleshooting and education and no alarms occurred. No reported symptoms adverse clinical effects. Outcomes included no health impact and no need for medical intervention. Investigation included telephone troubleshooting with guided component checks and cartridge replacement. Investigation of this case revealed that the issue was reproduced only with the initial cartridge and resolved with a new cartridge, consistent with a faulty or improperly seated cartridge interface. It was concluded that the device operated as designed and that the event was attributable to a problematic cartridge rather than a pump hardware failure.